Event description:
It was reported via repair work order that the cot had broken welds, compromising the structural integrity of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.